Event description:
It was reported that the v40 fem head could not match up with hfx stem. The procedure was successfully completed with no adverse consequence to the patient.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding seating/locking issues with a v40 orthinox head was reported. The event was not confirmed. Visual inspection revealed there are scratches on two sites on the external face of the head which would have been done during the explantation of the device. The device analysis concluded that the device was with specification. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. This event was reported for v40 fem head could not match up with hfx stem. The device was returned and was evaluated and found to be within specification. It was also noted during the labelling review for this device, that the device is suitable for use with stainless steel stems only. The accolade hfx cementless hip stem is a forged cobalt chrome alloy and is therefore not indicated for use with the v40 orthinox head.

Event description:
It was reported that the v40 fem head could not match up with hfx stem. The procedure was successfully completed with no adverse consequence to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.